Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available info the definitive root cause for this event is unk.

Event description:
It was reported that approximately six years after implantation of a vena cava filter, the patient presented to the ER with shortness of breath and a persistent cough. A CT scan demonstrated a detached filter limb in the right lung. The current patient status is unk.